Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
The physician notified the sales rep of routine aaa along with endoleak repair via email. He wanted a specified zenith iliac leg graft. No further info was provided. The rep realized that it was a previous implanted zenith that had limb separation from the main body. A zenith flex with spiral-z technology iliac leg was used to bridge the gap and resolved the leak/separation. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.